Event description:
The plaintiff's atty alleged that the decedent experienced sudden cardiopulmonary arrest during dialysis treatment and expired, all of which was allegedly caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.